Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found no visible damage. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -9.50/1.0/057(sphere/cylinder axis) was implanted into the patients left eye (os) on an unknown date. Excessive vault was observed. The lens was explanted and a replacement lens was implanted of shorter length. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.